Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Additional information indicated that the patient had obstructed blood flow due to lead placement. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The rv lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. The rv lead was explanted.